Event description:
A customer contacted beckman coulter, inc.(bci) in regards to erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for an unknown number of patients. The erroneous results were reported out of the laboratory. Repeat testing produced lower results. The customer did not report any incidence of patient injury requiring medical intervention or change to patient treatment connected to this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information was not supplied. The customer reported seeing erroneously high results using accutni reagent lot 015809 (1- 2 fliers per day). The customer reports the high fliers are no longer observed after switching to accutni reagent lot 016768. Qc and system check data were not supplied to date. Service information was not supplied. A definitive root cause has not been determined to date.